Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead from another manufacturer exhibited noise and oversensing leading to inappropriate therapy. It was determined that the rv lead was fractured. Surgical intervention was taken to explant and replace the rv lead. This ICD was connected to the new rv lead and, following defibrillation threshold (dft) testing, the device exhibited additional noise and oversensing. This device was explanted and replaced. No additional adverse patient effects were reported.